Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: moisture inside charged coupled device and failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to moisture inside charged coupled device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head was blurry and cloudy. The issue occurred during the therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported, the camera head was blurry and cloudy. The issue occurred during the therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.